Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a hypoglycemic event. The patient was in the (B)(6) drive thru when she noticed that she could not order food. The patient recalls calling her husband who knew something was wrong, called emergency medical services, and went to find the patient. The patient stated that they woke up about a mile in the middle of a corn field and ems took the patient to the hospital where they treated the patient with fast acting sugar. The patient was held overnight for monitoring for 24 hours and then was released. The patient was advised to schedule an appointment with their regular endocrinologist. At the time of contact, the patient was feeling fine. There was no allegation against the dexcom system. It was reported that the patient does not recall getting an alert or not. No additional patient or event information is available. Data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined as there was no allegation against the device.